Event description:
It was reported that during a laparoscopic cholecystectomy, the clips from the forceps could not be fixed, but were loose and they all fell out outside the surgical field. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 2/3/2023. Batch # x94d9j. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er320 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. In addition the packaging opened was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 11 clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. It is known from the history of the device that the condition of the jaws may lead to dropping/ejected clips. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications before shipment. Please reference the instruction for use for more information. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.